Manufacturer narrative:
The device was returned and the evaluation found no video from the serial digital interface output terminal due to having no image. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image from the serial digital interface output terminal. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed by outputting from a different terminal; using the same set of equipment. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's no video malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that due to prolonged use, a short circuit on printed circuit board (dx board) caused no video output from serial digital interface (sdi) output terminal. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.